Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 8 of 8 devices were returned for evaluation. Evaluation of four devices found normal chuck wear and the turbines needed replaced. These devices were repaired and returned to the customer. Evaluation of four devices found chuck wear and a lack of proper maintenance. These devices were repaired and returned to the customer.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. This report summarizes eight malfunction events where midwest e plus 1:5 handpieces would not hold dental burs. There were no injuries in any of the events.